Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: the patient presented with a fenestrated atrial septal defect (asd). The anterior defect measured 8-10 mm and the posterior defect measured 16 mm. During the catheter manipulations the patient developed a atrial tachycardia which was treated with a 200j biphasic dc shock. Afterwards an 11 mm amplatzer¿ septal occluder (aso) device was deployed and not released across the anterior (smaller) defect. A 30 mm gore® cardioform septal occluder (gso) was the deployed across the second effect whereby the left and right atrial gore device eyelets were overlapping the aso device. The gore® cardioform septal occluder was locked, then the aso device was released. Finally the gso device was released. After release a clot was noted in relation to the pin on the left atrial eyelet. The last activated clotting time (act) had been 295 seconds and further heparin were give. In additional manual pressure haemostasis to both groins. The patient was transferred to the coronary care unit and stayed overnight with heparin infusion. The physician stated that the patient will be on warfarin and aspirin for 6 month. Afterwards only aspirin for another six months.